Event description:
It was reported that pump was under-delivering medication. No patient injury. Reference for related complaints.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02574. The report was submitted in error.